Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit was making intermittent, loud buzzing noises. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The user facility's perfusionist (ccp) reported that the unit intermittently has a loud buzzing noise coming from area of the v1/v2 solenoid valves and that has intermittently occurred during rewarm. The ccp mentioned de-scaling the unit helps the problem, but it eventually returns. The ccp stated that there are multiple occurrences, but dates are unknown. The field service representative (fsr) ran unit for two hours, but was unable to duplicate reported problem. As a precautionary measure, the fsr replaced both the v1 and v2 valves as he could not determine which one was buzzing. The fsr completed a full inspection following repair. The unit was tested to manufacturer's specifications and was returned to clinical use. The suspect valves were returned to the manufacturer for evaluation. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.